Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that during multiloc surgery with a short 8mm nail on (B)(6) 2013, the most proximal of the distal locking screws missed the nail. Aiming arm was used. The drill sleeve did not aim in at the center of the nails locking hole. This report is for an unknown screw. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.